Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, error code l3-021 displayed during the initialization process. Troubleshooting was performed. The pt is rescheduled.